Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her ot vita meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the problem with the meter started on (B)(6) 2014 at 7:30am, although no results were provided for this time. The patient manages her diabetes with insulin (self-adjuster).the patient indicated that she didn¿t know if her nurse changed her insulin treatment. The patient alleged that she then ¿started to feel cold and started sweating¿. The patient also reported, prior to testing on the evening of (B)(6) 2014, she ¿started to feel cold¿. She alleged that she obtained blood glucose results of ¿165 mg/dl¿ at 6:30 pm and ¿145 mg/dl¿ at 6:40pm. Based on statistical methodology, the calculated difference of these results falls within lfs¿ criteria for precision. No treatment or medical intervention was specified. During troubleshooting, the csr noted that the meter was set to the correct unit of measure and that the results were from the same approved sample site. Replacement products were sent to the patient. Although from the comparison provided, there is no indication that the subject meter was reading incorrectly, this complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, administered treatment based on the results and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2014). The patient¿s test strips #(B)(6) have been returned on 12/17/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.